Event description:
Medtronic received information that during the attempt of the second transcatheter bioprosthetic valve implant, the valve dove too deep upon "flowering" and that the traction on the delivery catheter system (dcs) had caused the valve to dislodge upon contact with left coronary cuff. The valve was retracted and attempted to be removed from the patient. The 2nd valve was reported to be getting caught on the first valve, moving it distally. It was decided to implant the 2nd valve in the descending thoracic aorta inside the first valve. A balloon aortic valvuloplasty (bav) was used to expand the two frames together and against the aortic wall. An angiogram revealed that the aortic flow was unencumbered with brisk flow through the two valves not obstructing any visceral, mesenteric, or renal vessels. A third valve was successfully implanted with no further adverse patient effects.

Manufacturer narrative:
Additional clarifying information was received that, per the physician, the patient¿s anatomy was the cause of the positioning difficulties. No further adverse patient effects were reported. The valve remains implanted. (B)(4).

Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.